Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: visual inspection revealed a crack in the battery compartment and stripped threads on the battery cap. The battery cap would not secure properly to the pump. A test battery cap was able to fit securely to the pump and the pump powered on properly with the test cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment and stripped threads on the battery cap. This report is made based on results of investigation completed on (B)(6) 2013.